Event description:
The perfusionist was setting up for an open-heart procedure when he noticed a male luer cap inside of the tubing of the venous line. He cut the tubing, removed the cap and then spliced the line back together in order to use the product. There was no pt involvement, and the scheduled procedure went ahead without complications. The user facility took a photograph of the affected tubing segment with the luer cap inside and supplied that along with a medwatch report (35-0019-2004-0004) to cobe cardiovascular in 2004.